Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, the screw broke.

Manufacturer narrative:
This is the first complaint of this nature for this product. There was no product returned nor lot number provided. There was an attempt to follow-up and obtain additional information to no avail. Based on information provided, the definitive root cause of this issue cannot be established. This product will be monitored for any adverse complaint trends. There was no product returned or lot number provided; therefore, no physical evaluation or DHR review could be conducted.